Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the laser cut filter fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the laser cut filter. In addition, our technician confirmed that the light guide cable buckled, the shield pipe cut, the root brace rubber (lg control body) cut, the remote control buttons cut, the bending rubber discolored, and the staycoil too short; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).